Event description:
Tech was parking gantry w/pinhole, was lowering detector on collimator cart, a usual end of the day procedure, as weight was absorbed by cart, customer heard loud bang and rattle, but no movement. Field svc tech found a broken shaft.